Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that the present reamer tube was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The fracture face is homogenous, which indicates material conformity. The adapter of the hollow reamer is badly damage, it is bent, twisted and has heavy marks of any tool at the flat surface. These are clear indications that a mechanical over load either caused by an excessive metallic contact during reaming or during the loosening of the blocked tube caused this breakage. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. No product fault could be detected.

Event description:
It was reported that the tip broke off. The fragment was disposed by the customer. This if report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.